Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain after an implant procedure. The CT scan showed cardiac tamponade and no lead perforation. The physician believed that atrial lead perforated the heart and caused tamponade during the implant procedure. The right ventricular lead and the atrial lead were repositioned successfully. The patient was stable post procedure.